Manufacturer narrative:
A lot history review (lhr) of revc1880 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
The nurse found the catheter had been fractured in 49 cm. The tail-end of the catheter had been out of the transparent dressing. The transfusion liquid had been leaking. The catheter had slid out 10cm along the direction of puncture point. Pulled out the catheter and changed another PICC.